Event description:
While using a byte night aligners, patient reported the one incisor is shifting lower than their front teeth. Their right and left incisors are still overlapping their front teeth. Advised to continue wearing upper aligner for additional 7 days. Requested updated photo as well as photo of next step aligner. Provided information that there are times when additional adjustments are needed. Update, advised to complete full 14 days and will evaluate, possible intrusion of tooth #8.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.